Event description:
The hospital reported that, during preparation for surgery, the mount lever did/does not function. Procedure completed with replacement device. No pt effect reported. The device will be returned.

Manufacturer narrative:
Investigation: visual inspection revealed that there were no non-conformities with the device. A functional test was performed to test the mount lever. When the mount lever was pulled back, the mount would not hook on to the accessrail platform. When further inspected, it appeared that the springs would not allow the mount level to fully extend back, not allowing the mount to function properly. Based upon the findings above, the reported complaint "mount lever did/does not function" was confirmed. (B)(4).